Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had sever lead migrated, which was confirmed via x-ray. Both leads had migrated. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. Correction - section d10 concomitant medical products and therapy dates - ipg corrected. Correction - section d suspect medical device - lead device information corrected. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.